Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. The values of the cgm and bg meter were not provided. Customer based the amount of insulin delivered on the inaccurate bg value and blood glucose (bg) lowered to 40 mg/dl. Customer went to the emergency room (ER) and glucose tablets were consumed and saline was administered. After 5 hours customer left the ER and bg was 260-300s mg/dl.